Manufacturer narrative:
It was reported that the ventilator failed multiple tests during pre-use check. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician, the device failed internal leakage test with message "pressure transducer difference >5 cmh2o, pressure transducer test, flow transducer test and patient circuit test. The pressure transducer printed circuit board on inspiratory side was checked and found defective. The pressure transducer printed circuit board has been replaced to resolve the issue. The device was delivered to the user in working condition. The issue was decided to be reported as a defective pressure transducer printed circuit board may lead to high pressure. There was no patient involvement. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref #: 900775.